Manufacturer narrative:
The control solution/test strips associated with this complaint have been returned to lifescan; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.

Event description:
On (B)(6) 2015, the lay-user/patient contacted lifescan (lfs) USA, alleging that her onetouch ping meter was reading inaccurately low when testing with control solution. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) during a follow-up call with the patient on (B)(6) 2015. The patient reported that the alleged inaccuracy control issue began at an unspecified time on (B)(6) 2015. The patient claimed she performed a quality control test and obtained a control solution result of ¿112 mg/dl¿ which fell below the accepted range of ¿115.0 and 154.0 mg/dl¿ as printed on the test strip vial. The patient manages her diabetes with insulin pump therapy. The patient informed the mss that during the 10 days prior to the start of the alleged inaccuracy issue, she experienced ¿several lows and became shaky and sweaty¿. The patient reported treating herself with glucose tablets in response to her symptoms. During the follow-up call, the patient claimed she attributed the onset of her symptoms to administering increased doses of insulin based on inaccurate high readings obtained with the subject meter prior to performing the quality control test. During troubleshooting, the customer service representative (csr) confirmed that the unit of measure was set correctly on the subject meter and that the correct control solution was being used. The csr noted the patient was not following the correct testing process. The csr was unable to walk the patient through a control solution test. Replacement products were sent to the patient. Although the patient developed symptoms suggestive of severe hypoglycemia, there is no indication that the reported issue caused or contributed to this serious injury. The patient had become symptomatic prior to the alleged meter issue. In addition, there is no evidence of delay in treatment as a result of the alleged issue. However, this complaint is being reported as a malfunction because the alleged meter issue was not resolved during troubleshooting.

Manufacturer narrative:
Follow-up # 2. The lay user/patients control solution has been returned and evaluated by lifescan product analysis with the following findings: the control solution failed testing. The reported issue was confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1. The lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips involved with this complaint failed testing. The test strips were found to have results below range when tested with control solution. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.